Event description:
Device malfunction: suture knot loose. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported a physician trained in the use of the perclose a-t device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture knot was found to be untied. A guide wire was inserted and the device was removed. Hemostasis was achieved using a second proglide device. There were no reported adverse effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.